Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead, product ID: 97792, lot#: n699997, implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that patient was experiencing intermittent episodes of a shocking sensation at the ins site and left flan. The sensation would last for about 5 seconds each time and would occur 3-4 times a day for 3 or 4 days and then not occur for a month or so. The rep reported that the patient hadn¿t experienced any change in weight or falls. The rep reported that the shocking sensation tended to occur with stair negotiation sit to/stand out of chair and occasionally with ambulation. The rep performed an impedance check and all were within normal range. The rep reported that the shocking sensation hadn¿t occurred for over 3 weeks now, but these shocking bouts had been occurring intermittently since implant. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 97792, lot# n699997, implanted: (B)(6) 2017. Product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. Patient monitoring; performed impedance & connectivity check at visit, no issues noted. Issue resolved, no new episodes since first reported.